Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer reported that the quick serter was broken. The customer reported that the cannulas on the infusion were bent while inserting the set manually. The customer reported that the no delivery alarm started a week ago. The customer reported on (B)(6) 2017 the blood glucose was 11 mmol/l and after four days of on (B)(6) 2017, the blood glucose was 15 mmol/l. Troubleshooting was performed to resolved the no delivery alarm. The customer reported that the no delivery alarm did not occur during manual prime. The no delivery alarm issue was resolved by changing the set and reservoir. The customer declined to troubleshoot for bent cannulas. The reservoir will not be returned for analysis.